Event description:
Intensive care patient became bradycardic. Nurse placed both patches anteriorly (a-a positioning) from zoll r series defibrillator. As best recalled by the nurse, a five lead external cable was plugged into the defibrillator and the pacing mode function was selected. The machine was not interpreting the EKG rhythm in this mode and the screen displayed ECG leads off error and dotted lines. A different zoll defibrillator and cables was acquired and placed with success. Patient recovered without interventions. The defibrillator is available for zoll to test.